Event description:
During prep the shockwave catheter would not give count down when connected to the generator. 3.0 x12 mm shockwave intravascular lithotripsy (ivl) system with shockwave c2 ivl catheter with hydrophilic coating, ivl connector cable and ivl generator. Manufacturer response for intravascular catheter, 3.0 x12 mm shockwave intravascular catheter (per site reporter).